Event description:
A customer reported that the ivent 201 stopped ventilating while on a pt. The pt was reportedly found unresponsive and the unit's screen was blank. The pt reportedly died. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.